Event description:
It has been reported to philips that the system does not turn on. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and identified an fault in the power supply control unit. Fse proceeded to replace the pdu fantray and dcps and then verified system was working as expected. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system does not turn on and examination got delayed. The system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the power supply and leds are not responding. Fse determined that power cabinet unit was faulty. To resolve the issue, the fse replaced the pdu fan tray and dcps. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.